Event description:
The distributor contacted heartsine to report that the device's instructional leds are not working. This may lead to an inability understanding how to use the device correctly. Additionally, this may lead to a delay or prevent defibrillation therapy. There was no reported patient involvement with this event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that the device's instructional leds are not working. This may lead to an inability understanding how to use the device correctly. Additionally, this may lead to a delay or prevent defibrillation therapy. There was no reported patient involvement with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the instructional leds were failing to illuminate. The reported fault was attributed to a fractured solder joint. The device was scrapped by heartsine and the customer was provided with a replacement device.